Manufacturer narrative:
Continuation of d10: product ID 37082-40, lot# serial# (B)(6), product type extension product ID neu_unknown_ext lot# serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, product type extension g2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was also stated that other components involved were the device extensions. Regarding the term stated: ¿not fetida¿, the site clarified in the database: in the clinical history it was described as not fetid, that is, it does not have a bad smell, "keloid central lumbar surgical wound with a defect in the cutaneous coverage and exposure of the stimulator cables associated with abundant purulent secretion not fetid."

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead product ID 37082-40 lot# serial# (B)(6) product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, product type extension g2: the country of origin is colombia. Correction: h2 / involved devices: it was confirmed that only one extension was involved with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed from site documentation, that only one extension was used. Model number is 37082 and serial number is (B)(6). The issue resolved without sequelae on 2025-feb-19.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was admitted to a neurosurgery consultation due to exposure of device material; there was lumbar tissue exposure of the stimulator cables and associated abundant purulent secretion. It was also noted "not fetida operative site infection with granuloma by foreign body from device." There was unspecified local infection of the skin and subcutaneous tissue. The patient had a deep operative site infection. The event was related to the neurostimulator tract. It was noted that there was lead migration/dislodgement. The event resulted in an emergency room visit, in-patient hospitalization, prolonged hospitalization, and surgical intervention which included implant washing and debridement of the vac system. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.